Event description:
Upper middle-aged female with history of muscle invasive urothelial cancer of the bladder. Surgery is robotic cystectomy, robotic assist lysis of adhesion radical cystectomy, with pelvic lymph node dissection and ileal conduit urinary division. While using the harmonic shears, the coating at the tip melted. No known product left in patient, new instrument obtained and no known harm to patient.